Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative (B)(6)2013. "Vent failed on a patient. The display showed a motor fault and immediately smelled like smoke. It did not stop ventilating but when this happened the staff removed the vent from service. No patient harm was noted. Customer is requesting an immediate response from field service and a complete report."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. (B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion failure analysis lab technician. The carefusion failure analysis lab technician evaluated the device, verified the complaint and identified a failed component of the turbine driver board as the root cause in the reported event. The carefusion factory service representative replaced the affected component(s) and ran the device through a complete operational verification test to ensure it meets all factory specs. Upon completion the device was returned to the user facility ready to be placed back into service.